Manufacturer narrative:
(B)(4). Investigation is in progress. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hcu40 displayed the error message "water flow low". The incident occurred during preventive maintenance so there were no patient involved. (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. The device was not used on patients, it was only used to understand how to operate the device. The issue was corrected after a deep cleaning and de-scaling of the device.

Event description:
(B)(4)